Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer received information from uno legal litigation in reference to a dreamstation auto CPAP with an allegation of eye irritation, nose irritation, dizziness and/or headache. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a dreamstation auto CPAP with an allegation of eye irritation, nose irritation, dizziness and/or headache. There was no report of medical intervention. This device is not part of the recall. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.